Event description:
Boston scientific received info that following the implant of the subcutaneous implantable cardioverter defibrillator (s-ICD) sys and about 3-5 minutes after defibrillation threshold (dft) testing was successfully completed, the pt's heart rate dropped in the 30 bpm range with no pulse. Cardiopulmonary resuscitation (CPR) efforts were initiated. About 30 minutes later, a cardiac surgeon came and cracked the pt's chest and an lvad was attempted. The pt subsequently passed away early the following morning (which was approximately 12 hours after the procedure began). The field rep confirmed there were no device allegations and was unable to provide any further info; however, noted an autopsy would be performed at some time.

Manufacturer narrative:
As no further info concerning this report is expected, our investigation is complete. This investigation will be updated should further info be provided. (B)(4).